Manufacturer narrative:
(B)(4). It was reported that the patient underwent transvaginal excision of previously placed mesh and posterior colporrhaphy with enterocele repair on the same surgical date as mesh ((B)(6) 2012) due to mesh exposure, sui and rectocele.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2009, and mesh were implanted; and on (B)(6) 2012, mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient underwent excision of exposed mesh on (B)(6) 2010 a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion, the patient experienced uti, urgency, and hematuria.